Event description:
The international sales office reported the battery failed upon arrival from the manufacturer when it was tested on a ventilator. There was no patient involvement.

Manufacturer narrative:
Dates: (B)(6) /2015, and (B)(6) 2016. Conclusion / root cause: battery has no output. Reexamining indicates a blown fuse. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The international sales office reported the battery failed upon arrival from the manufacturer when it was tested on a ventilator. There was no patient involvement.